Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l44346, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
Additional information received reported the volume discrepancy on (B)(6) 2015 was estimated reservoir volume (erv) = 2.9 cc and the actual reservoir volume (arv) = 3.9 cc. The cause of the discrepancy was unknown. The date of the refill issues were (B)(6) 2014 and (B)(6) 2015. The hcp ordered lateral x-rays. The patient was reported to have recovered without permanent impairment.

Event description:
It was reported the healthcare professional (hcp) was having difficulty filling the reservoir. They were able to aspirate from the reservoir, but got back 1ml more than expected. When refilling, the hcp was only able to fill with 36 ml. The manufacturer representative stated this exact scenario occurred at the last refill 3 months ago. Additional information also reported the pump only allowed 35 ml (discrepancy from first report). No pocket fill occurred and no patient symptoms were reported. The hcp was going to schedule a lateral x-ray of the pump to visualize the bellows, but the exact scheduling was unknown. The pump was refilled with 35 ml and the patient seemed to be receiving effective therapy. The pump was used to deliver lioresal (baclofen).